Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced nocturnal hypoglycemia with a glucose value of 53, noted by symptoms and treated with oral glucose tablets; the patient recently transitioned to a new pump using u200 insulin, continues a bedtime snack routine, started ranolazine, and perceived the pump was delivering similar amounts of insulin compared to prior therapy, with recurrent overnight lows since the change. Symptoms included hypoglycemia and diaphoresis. Outcomes included the need for unexpected medical intervention with oral glucose. Investigation included communication with the patient and analysis of user-provided information. Investigation of this case revealed no specific device findings, insufficient information to identify a device component involved, and insufficient information to determine a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.